Manufacturer narrative:
(B)(4).

Event description:
The pt experienced sudden loss of therapeutic effect. Deep brain stimulator interrogation revealed high impedances on 3 of the 4 available electrodes. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.